Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the cartridge was cracked. The customer's blood glucose level was 180 mg/dl and it was treated with a bolus. The customer was able to load a new cartridge successfully.